Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during open heart surgery on a pt using internal paddles, the pt jumped more than usual when shocked. The complainant alleged the device was programmed to initially start at 10 joules. However, the device displayed 120 joules after the shock. The complainant stated that the internal paddle set used in the event were not retained and the serial number is unk. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.